Manufacturer narrative:
Initial reporter was ot technician. The correction of adverse event awareness date and b5 describe event and problem deems required. This is based on the internal evaluation. On 13th may, 2024, getinge became aware of an issue with one of surgical lights - volista access ii, but information about reportable issue (the keypad disconnects and falls down) was provided on 4th june 2024 (adverse event awareness date). Previous b5 describe event and problem: on 13th may, 2024, getinge became aware of an issue with one of surgical lights - volista access ii. It was stated the keypad disconnects and falls down. It was confirmed by video evidence that front layer of keypad was detached and taped to prevent it from falling. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - volista access ii. It was stated the keypad disconnects and falls down. It was confirmed by video evidence that front layer of keypad was detached and taped to prevent it from falling. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Defective part was replaced by vcs2-400/600 - light head keypad with tk (ard368877555). Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. A root cause analysis for investigated problem was performed by subject matter experts and concluded that: the fact that the keypad detached remains an isolated case for this range of light (vcsii). So far, the root cause cannot be established. Nevertheless, the supplier has been informed about this problem. So far, no new cases have been recorded. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - volista access ii. It was stated the keypad disconnects and falls down. It was confirmed by video evidence that front layer of keypad was detached and taped to prevent it from falling. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 13th may, 2024 getinge became aware of an issue with one of surgical lights - volista access ii. It was stated the keypad disconnects and falls down. It was confirmed by video evidence that front layer of keypad was detached and taped to prevent it from falling. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.